Event description:
It was reported that a leak occurred on the eight foot patient line extension during the initial drain on the home choice (hc). The hp stated that no visible damage was noticed with the patient line extension before use. However, after the patient line extension started to leak, the patient noticed a hole in the extension line. The technical service representative (tsr) assisted the home patient (hp) with ending the therapy. The tsr advised the hp to start over with all new supplies. The hp was able to successfully resume the therapy using all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.